Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Associated study: anterior vs posterior dots. Doi: (B)(6) 2011 ; doe: (B)(6) 2017. Clinical adverse event notification received for inital dislocation. Event is not serious and is considered severe. Event is related to both device and procedure. Event is resolved as of (B)(6) 2017 after open reduction internal fixation.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
After review of the medical records, pain and bursitis were also reported.